Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 80" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional stress testing without duplicating the report. The high voltage module assembly was replaced as a precaution. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.